Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted but not used due to the helix being bent. The ra lead was successfully replaced. No patient complications have been reported as a result of this event.